Event description:
It was reported that a manifold leak occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. At approximately 24 hour of therapy run time, a leak was noted to the catheter manifold. At this time, ultrasound was paused and all tubing was checked, which looked normal. The intravenous pump was paused to the coolant port and coolant was still leaking from the manifold. The drug pump was then paused and saline was still noted to be leaking. Ultrasound was restarted at this time. Of note, normal saline was ran throughout the procedure instead of thrombolytic. The catheter was removed and the patient was sent for imaging to determine if thrombolytics will be started. No further information is known at this time. No patient consequences were reported.